Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on 04-22-2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and the alleged device is not present within the investigation window. The allegation was not confirmed. The probable cause could not be determined because reported allegation was not found. The reported event of signal loss over 1 hour is reportable based on the customer complaint was not confirmed because the reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).